Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedance measurements. It was observed that a lead insulation issue was suspected. There is no intervention information available to date. The lead remains in service. No adverse patlent effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).